Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. Multiple supply changes were performed and the issue continued. Customer's blood glucose (bg) was 589 mg/dl. A manual injections was administered to address bg. The customer reverted to manual injections for insulin therapy.